Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb was evaluated and replaced. The 5 vdc power supply was also evaluated and confirmed to be at the proper operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.